Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, wrinkling, anxiety-product/procedure, edema, sensation increase/decrease, malposition.

Event description:
Patient reported right side "capsular contracture baker grade iii," "wrinkling," "anxiety," "slight thickening and hyperechogenicity of the skin and subcutaneous cellular tissue of the inferior and medial quadrants, which may be related to edema," "in the right breast the patient felt a twinge, pain in the lower part of the breast, as if the prosthesis had broken," and "it has gone up a lot, very high, very hard." Device remains implanted.